Event description:
The hcp reported that the pt developed an infection of the device pocket. No culture info was made available. The device was removed in 2004, and the pt recovered without sequela. The pt had a new interstim system implanted about three weeks later.